Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The unit powered on and off using ac power but was unable to power on using the battery power. Replaced customer system board and device was able to charge. Returned customer system board into device and battery was unable to be charged. The device was left in a burn in oven for 8 hours, no device shut down observed. The reported issue was not duplicated. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device powers off by itself. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device powers off by itself. No consequences or impact to patient were reported.